Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and blower motor were replaced to address the issues. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to a ventilator inoperative condition. The manufacturer previously reported that the issue of the ventilator inoperative condition was addressed by replacing the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failure was found to be consistent with corrosion. The system board was evaluated and found to operate to design specifications.